Event description:
A facility representative reported a patient with previously induced astigmatism in the right eye. Additional intervention performed by explanted intraocular lens. Patient symptoms resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened april eighteen, two thousand and twenty two. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).